Event description:
It was reported that the insulin pump had discoloration similar to oil slick on the right hand side of the screen. Customer's blood glucose was unknown. Troubleshooting was done. Customer requested for insulin pump replacement because it does not appear normal. The customer was advised to discontinue use of insulin pump if it appears to stop functioning or blood glucose are not controlled and revert to a back-up plan per health care provider. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
No discoloration during testing noted. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.